Event description:
When arriving at the hosp emergency dept the pt rhythm changed to a ventricular tachycardia. Reportedly, when an attempt was made to deliver device therapy to the pt, the defibrillator failed to charge. Pt treatment was continued with a hosp device. Pt outcome was not reported, but the reporter indicated pt outcome was not affected by the event, due to use of the hosp device.